Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited low out of range shock lead impedance measurements, measuring less then 200 ohms on the non-boston scientific right atrial lead. Technical services (ts) noted that there could be atrial lead insulation issue. Ts recommended programming options. This device and non-boston scientific lead remains in service. No adverse patient effects were reported.